Event description:
Three core biopsies of the liver lesion were obtained using a 16 gauge biopince biopsy needle under ultrasound guidance. The biopince malfunctioned during the procedure. It appeared the end of it split open during use.